Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 07/27/2015, electrode belt: 08/07/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was reportedly in the hospital and unconscious prior to passing. It was reported that the patient's passing was cardiac related and the lifevest was alarming. .   Per clinical review of the available ECG data, the patient experienced a treatment event of five treatments. The patient received a treatment at 02:27:33 and the patient's rhythm at the time of the treatment was ventricular fibrillation (vf), and the post shock rhythm was asystole with cardia activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. From 02:29:54 to 02:31:30, the patient was in idioventricular rhythm at 40 bpm with bigeminy degrading to ventricular tachycardia (vt) at 190 bpm with varying hr, motion artifact, and varying amplitudes. The rhythm then degrades to vf with motion artifact and varying amplitudes. At 02:31:54, the patient received a second treatment and the patient's rhythm at the time of the treatment was vf with CPR/motion artifact, and the post shock rhythm was bradycardia at 30 bpm with CPR/motion artifact. The patient experienced a third and inappropriate treatment at 02:33:41 and the patient's rhythm at the time of the event was asystole with intermittent cardiac activity and low amplitude oversensing, and the post shock rhythm was CPR/motion artifact. Low amplitude oversensing contributed to the false detection. The patient experienced a fourth treatment at 02:34:41 when the patient's rhythm was vf with CPR artifact, and the post shock rhythm was CPR artifact. From 02:34:41 to 02:51:17 the patient was seen in CPR/motion artifact. The rhythm then degrading to vf with CPR/motion artifact. The patient received the 1st non-lifevest defibrillation and the rhythm at time of treatment was CPR/motion artifact. Post shock rhythm was CPR/motion artifact. CPR/motion artifact was seen until the rhythm transitioned to sinus tachycardia at 100 bpm degrading to asystole with CPR/motion artifact and intermittent cardiac activity. The rhythm then degrades to fine vf with CPR/motion artifact. The patient received a 2nd non-lifevest defibrillation and the rhythm at time of treatment was vt from 100 bpm to 120 bpm with CPR/motion artifact. Post shock rhythm was vt at 100 bpm with CPR/motion artifact. The patient then received a fifth lifevest defibrillation and the rhythm at the time of the treatment, and the post shock rhythm were both vt at 100 bpm. The patient was last seen vf with CPR/motion artifact from 02:52:44 until the electrode belt was disconnected at 02:53:43 on (B)(6) 2020. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.